Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Concomitant medical products - therapy date unknown. (B)(4). The reported event was confirmed by radiographic evaluation. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. Root cause of the event could not be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that one patient experienced femoral bone resorption 4 years post-implantation. Patient outcome is unknown. Attempts have been made and additional information is unavailable.

Manufacturer narrative:
(B)(4). Michael e. Berend (2014) "use of screws and cement in revision tka with primary or revision specific prosthesis with up to 17 years followup" the journal of arthroplasty, 30 (2015) 86-89 common device name - zimmer products reported in this article include insall-burstein, legacy nexgen and legacy constrained condylar knee (lcck). This journal article was written by michael e. Berend, merrill a. Ritter, e. Micael keating, michael d. Jackson, kenneth e. Davis and robert a. Malinzak. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Event description:
It is reported in a journal article that one (1) patient experienced a medical bone deficiency coupled with instability four years following knee arthroplasty. The patient was treated with tw titanium screws with cement reinforcement in conjunction with a legacy ps to buttress the medial bone deficiency and stabilize the biomechanics of the joint. No further patient consequences were reported. Attempts have been made to retrieve additional information, but no further information is available at this time.